Manufacturer narrative:
(B)(4). Bard MDR #: 1018233-2011-00018. Note: this report corresponds with bard's report (B)(4) for product code 482027, "pelvicol tissue".

Event description:
Procedure type: urological. According to the reporter: the pt underwent a procedure to reinforce pelvic floor tissue. Allegedly, the pt experienced bodily injuries, including pain, infection of her internal bodily tissue, and pain. Pt has undergone multiple surgeries and revisionary procedures.